Event description:
The pump was directly returned without any information. Information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Final analysis of the pump (B)(4) revealed a pump motor feedthru anomaly, mechanical wear causing a hole in the pump tube of the pump head, and a pump motor gear train anomaly involving corrosion.